Manufacturer narrative:
Manufacturer's reference: (B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Clinical assessment concluded: the case involves a charger with a melted/burnt charger port. No information received on the actions leading to this event. No patient harm or property damage reported. It is unknown if the original equipment was used. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Follow-up informaton was requested from initial reporter but no response was received. This is the final report. Manufacturer's investigation is final.

Event description:
In january 2023 (best estimate), a charger was reported to have melted/burned at the port. No information received on the actions leading to this event. No patient harm or property damage reported. It is unknown if the original equipment was used. Follow-up information had been requested but no further information was obtained. No further information expected

Event description:
In (B)(6) 2023 (best estimate), a charger was reported to have melted/burned at the port. No information received on the actions leading to this event. No patient harm or property damage reported. It is unknown if the original equipment was used. Follow-up information has been requested and awaiting reply.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector almost a short circuit that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Clinical assessment concluded: the case involves a charger with a melted/burnt charger port. No information received on the actions leading to this event. No patient harm or property damage reported. It is unknown if the original equipment was used. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Follow up has been requested from user and awaiting a response. Once this information is received a follow-up report to FDA will be submitted.